Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system in conjunction with an aneurx extension cuff and limb were implanted in the patient. On CT exam a type ia endoleak was observed. Six endoanchors were implanted in the patient along with a bare metal non mdt stent implanted in the iliac to treat a type ia endoleak and it was reported that the procedure was successful. Subsequently, a type ia endoleak was observed on CT. No further clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Additional information was received for this case: approximately 6 years post the index procedure a type ib endoleak was observed on CT. It was assessed as device related. It was reported that the patient expired from acute kidney failure approximately 6 years post the index procedure. If information is provided in the future, a supplemental report will be issued.